Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that prior to induction testing during this subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the device could not be interrogated. Several troubleshooting techniques were performed, but the issue did not resolve. A magnet was placed over the device to check for beep tones and no tones could be heard. Boston scientific technical services (ts) suggested replacing the device and providing data from both tablet programmers that were used to try and interrogate this device. No adverse patient effects were reported. The device was returned for analysis.